Event description:
Johnson & johnson protect IV plus IV catheters have several defects which produce higher incidence of biohazard (blood) exposure to staff and increased number of invasive procedures for pts increasing risk of infection. IV catheter material is soft and frequently collapses while trying to cannulate the pt's veins. The material also frequently causes the catheter to "stick" in the vein producing difficulty in advancing the catheter over the needle. This conditions required add'l attempts to start IV's on number of pts. The catheter design also makes it very difficult to avoid blood leakage from the cannula hub while installing luer lock devices. Typically 5 cc or more of blood leaks from the catheter causing increased exposure and risk of blood born illness to staff, and pts.